Event description:
Customer reported the high voltage cable is splitting. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cables. System operates as intended. This MDR is related to ge healthcare complaint.